Event description:
A sales representative discovered a high impedance reading while reviewing reports within a physician's tablet. The patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. As the generator performed according to functional specifications. The internal data of the generator was reviewed and it was determined by the last >25% changes in impedance that high impedance was first detected on (B)(6) 2017.

Event description:
It was reported that the patient's lead and generator were replaced. The explanted lead was discarded. The generator was received by the manufacturer for analysis but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
An implant form was received confirming that both the generator and lead have been explanted and replaced due to battery depletion and high lead impedance respectively. The explanted product will not be returned to the manufacturer due to the explanting facilities protocols. No additional relevant information has been received to date.

Event description:
The implanted lead information was provided to the manufacturer. Additionally, information was received that the physician ordered x-rays and that results from the x-ray's were "negative." No known surgical intervention has occurred to date. No other relevant information has been received to date.